Manufacturer narrative:
As reported, capsure fixation device failed to fixate the mesh properly. Evaluation of the returned could not reproduce the reported event that the device failed to fixate. The device functioned as intended during functional and simulated use testing, deploying the remaining fasteners with no issues. No manufacturing anomalies found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date this is the only reported complaint for this manufacturing lot of 440 units. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, the capsure straight fastener failed to fixate securing into normal tissue. At that point, the fastener got stuck on the shaft. It was reported that a jam occurred while triggering or actuating the device. The surgeon used another device to complete the procedure. There was no patient injury.